Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: 2019 (B)(6) explanted, product type lead. Product ID 977a260 lot# serial# (B)(4) implanted: 2019 (B)(6) explanted, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#:(B)(4). Product ID: 977a260, serial/lot #: (B)(4) ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported via a manufacturer representative that the patient fell on 2021 (B)(6) and experienced a loss of paresthesia in the targeted area following the fall. The health care professional ordered an x-ray and noted that both leads moved down two contact positions. The patient's stimulation was reprogrammed on 2021 (B)(6) based on the position of the leads on the new imaging. The patient was happy with the paresthesia at the end of the programming session. The therapy issues were resolved at the time of the report. Surgical intervention was not planned or performed.